Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that the sample was pre-centrifuged so they did not centrifuge the sample. The quality controls were within acceptable ranges. The cause of the discordant, falsely elevated calcium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting lower both times. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium result.